Event description:
Report #2 of 2 for this event. It was reported a patient had a left total knee arthroplasty. Subsequently five (5) years, nine (9) months later the patient developed swelling. Radiograph of both knees showed concern for premature wear, osteolysis and loosening. Approximately two years later the patient underwent aspirations of both knees that showed synovial fluid. As a result, six (6 years, six (6) months after the patient's initial left knee implant, the patient presented to surgeon with pain and effusion and was revised due to prosthesis wear and osteolysis. The tibial polyethylene and patella polyethylene components were revised. A revision operative report was provided. Intraoperatively it was noted the patient had extensive synovitis with no evidence of gross infection and mild osteolysis. Both the patella and tibial insert components showed wear. All components were noted to be well fixed. The patient was transferred to the recovery room in stable condition. Additionally, it was reported via legal documentation the patient has experienced and continues to experience pain, discomfort, ambulatory difficulties, poor balance, soft tissue damage and bone loss.